Event description:
During an electrophysiology procedure this device experienced intermittent continuity. The device was removed and replaced. The pt is reported as fine and the device is being returned for co's analysis.